Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI (magnetic resonance imaging) capable device. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.